Event description:
It was reported that using a right common femoral artery access approach during a carotid artery stenting procedure after stent deployment the patient experienced a stroke. It was noted that the patient could not answer who was the president nor her own name. Though requested, no information about the intervention or the final patient outcome was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. It is indicated that the stent delivery system is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed,